Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-02449.

Event description:
It was reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a knee revision approximately 16 years post-op due to broken pin from the poly bearing. No further information has been provided.